Event description:
It was reported to boston scientific corporation that a radial jaw 3 large capacity single-use biopsy forceps was used during a colonoscopy procedure performed in 2009. According to the complainant, during the procedure, upon introduction of the device into the endoscope (outside patient), resistance was encountered. Subsequently, one of the jaws broke free and detached into the scope. The physician retrieved the loose jaw from the scope and did not come in contact with the patient. The fractured jaw did not fall into the patient. The physician finished the surveillance procedure with the scope, but without a biopsy forcep device. The biopsy portion of the procedure was not performed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Device/material. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.